Event description:
Frequency: 2 days every 4 weeks. Indication: chronic inflammatory demyelinating polyneuritis. Patients¿ wife reported patient had first dose (2 days) in the md office infusion suite on 6/15/ and 6/16. He will be due again around 7/25 per the order. Tolerated ok. Did experience headache. She said there was some issues with the pump, and it ended up running via gravity. No history or heart or kidney issues. Prediabetic but just monitoring. Denies migraines but did get the bad headache with last infusion and felt achy for a few days after. She said he mentioned that his veins hurt because it felt like the fluids were running too fast. No additional information available. Start date for pump is unknown as cvs shipped pump after patient¿s first infusion. Did the product issue cause or contribute to patient or clinical injury? Patient did not report any clinical injury. Is the actual device available for investigation? No. Did we replace the device? No. Reported to cvs/caremark by patient/caregiver.